Manufacturer narrative:
E: (B)(6). Phone: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a touchscreen issue. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that the touchscreen was not working. The remote service engineer (rse) provided the part information for a touchscreen to the customer, who requested onsite service by a field service engineer (fse). This investigation is ongoing.

Manufacturer narrative:
H10: a field service engineer (fse) went to the customer site on 04-mar-2024 and evaluated the device. The fse found no problem with the touchscreen of the device, nor any other issues. The fse completed a manual calibration of the touchscreen to ensure that the device was operating as expected. The device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.